Event description:
It was reported that the jaws of the cobra grasper instrument stopped opening and closing, however, this did not cause any delays in the procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Engineering also observed that the distal end of the main tube has various scratches. A couple of the scratches are deep enough to have material removed. The scratches are short, narrow and not aligned with the tube axis. Based on the location and appearance, the damage was most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.